Event description:
The pneumothorax was identified post-procedure, located in the right lung, while the lesion was in the right middle lobe (rml). A chest tube was inserted, and the patient remained stable. No malfunctions were reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation, as it was discarded. Manufacturing records confirmed it passed the final qa/qc check prior to release. Video review showed no malfunctions or use errors. The physician did not attribute the pneumothorax to the galaxy system and did not specify a cause. The lesion was located in the right middle lobe, while the pneumothorax occurred elsewhere in the right lung. The procedure included airway inspection, galaxy-assisted biopsy, and ebus, with the injury identified post-operatively. Based on the available information, the event is consistent with the known inherent risks of bronchoscopy and biopsy procedures. This complaint is reported due to the following conclusions: a pneumothorax was identified post-operatively following a galaxy-assisted biopsy procedure. A chest tube was inserted to treat the injury. The physician did not attribute the pneumothorax to the galaxy system. No malfunctions were reported, and no use errors were identified.